Manufacturer narrative:
All available information was investigated and the reported inability to open the clip and clip jumping were not confirmed via returned device analysis. However, it was identified that the clip was difficult to open. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the clip actuation issues appear to be related to the observed slack in the lock line. However, a cause for how the slack became present could not be definitively determined. The clip jumpiness appears to be due to troubleshooting maneuvers of inability to open. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During preparation of the mitraclip device, after establish final arm angle (effa) the clip was unlocked and could not open. Troubleshooting was performed unsuccessfully. While troubleshooting to open the clip, the mitraclip jumped to 120 degrees. The device was set aside and another mitraclip was selected for the procedure. The procedure continued successfully, the final mr was grade <1. There were no reported adverse patient effects and no clinically significant delay.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.